Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The computer was replaced and system found to be fully functional and returned to the manufacturer for analysis. During investigation, the computer boots normally to the application screen. No unresponsiveness was observed during burn-in testing. No errors were found. The computer has a bad ram memory module in slot dimm_a1. Suspect the bad memory module may have caused the reported issue. The hardware investigation found that the reported event was related to a hardware issue due to ram malfunction on the computer. This issue was documented in a medtronic navigation hardware anomaly tracking database. The logs were reviewed, but provided no additional information about the cause of the reported issue. However this behavior is consistent with the existing test track for unresponsive systems / unexpected exits in navigate.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. No parts required replacement. Part not returned for analysis.

Event description:
A medtronic representative reported that while in an functional endoscopic sinus surgery (fess) case, the software on the navigation system became unresponsive during navigation. The first attempt to reboot the system was unsuccessful. A hard shutdown was attempted, but when rebooting the software, the system took a long time to power back up. This was attempted four times before the system booted up as expected to the launch screen. The case was able to proceed as planned after the reboot. There was a reported delay to the procedure of less than 1 hour due to this issue and there was no impact on patient outcome.